Manufacturer narrative:
Section h6 investigation findings: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged modular cable was confirmed. The modular cable (lot number: 187983) was returned for analysis and was functionally tested and performed as intended. The modular cable returned with a portion covered in tape. The tape was then removed from the cable and a cut in the silicone cable jacket was found. The cable was stripped to reveal the conductors and no damage was found. The root cause for the damage was unable to be conclusively determined through this analysis. Incidental findings: debris in the inline connector. Fluid ingress and blood residue. The device history records were reviewed for the modular cable (lot number: 187983) and the modular cable was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient's modular cable had a damaged layer. The account exchanged the modular cable.